Event description:
The patient received her scs system on (B)(6) 2007. It was reported the patient's ipg was turning off by itself. Both the patient and the patient's environment were examined; however, the physician was not able to identify any physical or environmental factor(s) that would result in the device turning off. The device was explanted and replaced on (B)(6) 2010. Follow up on the patient found that no further issues have been reported. The explanted ipg was returned to ans for evaluation. No additional information was available.

Manufacturer narrative:
Evaluation: method- the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.